Event description:
It was reported that the device became entrapped on the guidewire. A 6.0 x 200 mm, 150 cm ranger (dcb) balloon catheter was selected for use to treat a superficial femoral artery occlusion. During the insertion, difficulty was encountered in removing and retracting the device, and the device became stuck with the guidewire. The ranger balloon and the guidewire were removed as one unit. The procedure was subsequently completed using an alternative device. There were no patient complications as a result of this event.